Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) found that for visit ID (B)(6) , the patient status was updated to admitted after the admission message was received, noting that a temporary patient record had already been created earlier prior to admission. For visit ID (B)(6) , the patient status is currently showing as preadmitted, and both patients were successfully located at (B)(6) using the facility search. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a05bron514 patients were not populating on the station, required the team to create temporary patients as they were unable to locate patients via global search; the customer restarted the station and verified that interface messages were successfully outgoing from epic, and the order was visible on the pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.